Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 2032227-2010-80646 for the report under the insulin pump.

Event description:
The customer's wife reported that the customer passed away due to low blood glucose levels and a seizure. The customer's wife agreed to return the glucose sensor for analysis. Nothing further was reported.